Manufacturer narrative:
(B)(4).

Event description:
It was reported that "concern for clots after not moving for 30min. [Nurse] called to troubleshoot alarms on getinge iabp. They had exchanged the console prior to call and getinge recommended calling teleflex d/t thinking alarms were iab related. On the alternate getinge console, alarms persisted. Patient still and flat. No blood in the driveline and connections tight. Alarms issued within 5s of attempts to restart the console. [Nurse] to report that had not been able to get the getinge pump started and the md opted to discontinue the iab due to the risk of clot formation on the membrane. Patient remained stable and no issues reported with removal." No patient injury or consequence reported. The patient status is reported as "fine."

Manufacturer narrative:
Qn#(B)(4). The product was not returned for investigation. The picture provided was reviewed and shows the insertion site of the iabc. The peel away sheath and teflon sheath were both noted on the catheter. Based on the reported details, the customer was told that this was not prepped correctly and was instructed on proper insertion technique. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "gas loss alarms" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported that "concern for clots after not moving for 30min. [Nurse] called to troubleshoot alarms on getinge iabp. They had exchanged the console prior to call and getinge recommended calling teleflex d/t thinking alarms were iab related. On the alternate getinge console, alarms persisted. Patient still and flat. No blood in the driveline and connections tight. Alarms issued within 5s of attempts to restart the console. [Nurse] to report that had not been able to get the getinge pump started and the md opted to discontinue the iab due to the risk of clot formation on the membrane. Patient remained stable and no issues reported with removal." No patient injury or consequence reported. The patient status is reported as "fine."